Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, this case was reported via medwatch, however, as of the date of this medical investigation relevant clinical information has not been provided; therefore, no clinical factors have been identified which would have cause or contributed to the reported adverse event. Per the report, a revision surgery was performed on (B)(6) 2024, to address this adverse event. The impact to the patient beyond the reported revision and the subsequent transient post-operative convalescent period cannot be determined since the current health status of the patient is unknown. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for total hip systems revealed in the adverse events in primary and revision surgery section that wear of the polyethylene, metal, and ceramic articulating surfaces of acetabular components may occur. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis and lead to earlier revision surgery to replace the worn prosthetic components. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a left thr surgery had been performed on an unknown date with a s+n acetabular construct and s-rom femoral construct, poly wear was diagnosed. A revision surgery was performed on (B)(6) 2024 to address this adverse event. The acetabular construct was replaced with emphasys while the head was changed from 28 +6 to 36 +6. The patient current health status is unknown. Further information is unavailable.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.